Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient's incision was swollen and tender to the touch. The patient was on the way to the hospital. The pump was delivering baclofen. It was later reported the patient experienced an infection at the incision site. The patient was taken to the emergency room (ER) on (B)(6) 2013. The stitches were removed about one week after implant. There were 2 stitches found that had not been removed. The incision site was cleaned out. There had been a "puss pocket". Around the "belly button" area there was a scab - they found a stitch that had not been removed. It was "an inside stitch that left a puss pocket. The puss was "pushed out" and they found another stitch underneath. The stitch was near the spinal cord on the back side. The backside was ¿puffy and gooshy¿ a dye study was recommended. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported the date of onset/diagnosis of the infection was (B)(6) 2013. The patient experienced swelling, pain and ¿bogginess¿ under the incision. The primary location of the infection was the device pocket and the lumbar region. The patient outcome was ¿no drug withdrawal.¿ it was noted ¿there is not an infection at this time. Bogginess and redness were noted along with a scab.¿ the date of last refill was (B)(6) 2013. The pump was delivering gablofen.